Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's cervical lead revision on (B)(6) 2019 (reference reg report: 1627487-2019-10781), the physician reported that the thoracic lead had migrated while attempting to explant the cervical lead. As a result, both existing leads were explanted and replaced. Therapy was restored post-op.